Manufacturer narrative:
No sample or lot number information has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information is not available for this report. (B)(4).

Event description:
A nurse reported that multiple knives were blunt during separate surgeries. Alternate knives were obtained in order to complete each procedure. There was no impact to any patient. Additional information is not available for this report.